Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was undersensing and exhibiting non-capture. The lead was capped. It was also reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lv lead was also capped. The ra and lv leads had previously been programmed off as the patient was currently only programmed to pace in the ventricle. The currently observed ra and lv lead issues were discovered at a routine generator downgrade procedure. The right ventricular (rv) lead was also capped and a new rv and ra lead were implanted on the patient's right side as their left venous access was completely occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.